Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00074. A follow-up has been generated has changed from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow- up reports could no longer be generated in the old system.

Event description:
Rep reported that the surgeon was unable to visualize radiopaque markers on xray. Unable to determine orientation. Unable to read xray. The surgeon left the device implanted and has decided to xray the patient in a office follow up. No adverse consequnces to patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00074. A follow-up has been generated has changed from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow- up reports could no longer be generated in the old system.